Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5174059. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
A voluntary MDR/medwatch report was received on 09/02/2025. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. According to a report received via maude, the patient stated that since initiating use of the dexcom g7, the device has consistently alerted her when glucose levels were trending high or low. However, an adverse event occurred in (B)(6) during which the patient experienced symptomatic hypoglycemia and required third-party assistance. The patient reported that the receiver did not provide a low glucose alert at the time of the event. Additionally, the patient noted, ¿it¿s happened several times since then,¿ indicating that similar incidents have occurred on multiple occasions. This record has been captured to reflect the recurring nature of the issue for (B)(6) event. Despite multiple attempts to follow up with both the patient and the original reporter for further event details, contact was unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.